Event description:
It was reported that this right atrial (ra) lead was believed to have fractured due to exhibited sudden jump in pacing impedance measurements. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, ts confirmed the jump in ra lead pacing impedances measured to be greater than 2000ohms. Further review of the presenting egm showed minute ventilation (mv) chop oversensing noise on the ra lead. Ts also noted that the signal artifact monitor (sam) feature was disabled while in atrial tachy response (atr) event. No adverse patient effects were reported. At this time, this ra lead remains in service.

Manufacturer narrative:
This product remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established because the reason for the alleged observation could not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right atrial (ra) lead was believed to have fractured due to exhibited sudden jump in pacing impedance measurements. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, ts confirmed the jump in ra lead pacing impedances measured to be greater than 2000ohms. Further review of the presenting egm showed minute ventilation (mv) chop oversensing noise on the ra lead. Ts also noted that the signal artifact monitor (sam) feature was disabled while in atrial tachy response (atr) event. No adverse patient effects were reported. At this time, this ra lead remains in service.